Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference or user's test strip had a poor storage (bag).

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120-169mg/dl fasting. Verified the strips expire 11/15/2018. Reviewed meter memory: (B)(6). Memory concerns:283mg/dl , 269mg/dl. He did not know when the strips were opened and customer keeps the strips in a bag (non original vial). Meter time and date is not set up.